Manufacturer narrative:
An event of atrial fibrillation, shortness of breath, incomplete coaptation, and thrombus was reported. The device was returned to abbott for investigation, where biological material was found throughout the valve, limiting cusp mobility. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of incomplete coaptation appears to be related to thrombus formation. However, the cause of thrombus formation could not be conclusively determined. The cause of the reported atrial fibrillation could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case specific circumstances as the patient was administered warfarin post procedure, and the valve was explanted about two years post-implant.

Event description:
Na.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm epic valve was successfully implanted in a patient with aortic valve stenosis. The diameter of the native valve was 17.1mm. On (B)(6) 2023, the patient developed atrial fibrillation (af) that lasted about one day, then self resolved. Warfarin was given to the patient for 3 months post procedure. In (B)(6) 2025, the patient began experiencing shortness of breath. On (B)(6) 2025, a transthoracic echocardiogram (tte) was performed and it was noted that the leaflets were malfunctioning and a thrombus was attached to the valve. On (B)(6) 2025, the valve was explanted and replaced with a 21mm non-abbott valve to resolve the event. The patient's condition is stable.